Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6 no product was returned; however, a picture was provided. A visual examination of the picture identified a liner within a clear bag. No further evaluation can be made from the provided picture. Medical records were not provided. The reported products were reviewed for compatibility with no issues noted. A review of the device history records identified no deviations or anomalies during manufacturing. This issue could not be confirmed, and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the installation of the longevity liner, there was no snapping and full installation. Subsequently, there was a 30-minute surgical delay, and the liner was exchanged by another liner of the same item. The surgical technique for the product was utilized, and there were no reported contributing conditions related to the event. No patient information was provided. No additional information was available.

Manufacturer narrative:
(B)(4). Foreign: kazakhstan. Cat# 00875304801 lot# unknown 48mm o.d. Size gg porous uncemented with cluster holes shell cat# 00-8018-032-05 lot# unknown femoral head +10.5x32mm dia cat# 2843 lot# unknown alloclassic sl stem 3 12/14 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
Visual examination of the returned product identified the locking feature was damaged. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the damage to the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.